Event description:
Burn and blister on her back [thermal burn]. Burn and blister on her back [blister]. Used thermacare heat wrap for 16 hours [device misuse]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back and hip), via an unspecified route of administration on (B)(6) 2015 to control back pain. Medical history included knee replacement on an unknown date and unknown if ongoing, she had knee replacement so actually she had trouble in her back since she have done that. She has no other medical condition. The patient's concomitant medications were not reported. The patient she used for 16 hours for pain relief, she experienced burns and blister on (B)(6) 2015 and went to doctor on (B)(6) 2015, and doctor said it was burns and blister. Consumer mentioned that she have been suing thermacare heat wrap for many years but this was the first time she ever had reaction to it and she used for 16 hours for pain relief. The action taken for thermacare heatwrap was unknown. The events outcome was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Follow-up (07/21/20015): this follow-up report is being submitted to amend previously reported information: usage of device field is filled as initial.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event thermal burn and blister with associated device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.